Event description:
Pt in nursing home requires assistance to get up, but confused much of the time and tried to get up on his own. The pt sleeps on a low bed with the risk manager fall mat beside the bed. The pt fell and fractured his hip. The pad had slid away from the bed, and the pt landed on the floor. This facility has determined that the pad slides too easily on their floors, and have discontinued use of this product. The two pads on hand were thrown away. This facility buffs and waxes their floor, says the wax is heavy. This incident occurred on (B)(6) 2009 and was reported to (B)(4)-america on (B)(6) 2009.